Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high impedance out of range. The device displayed a red alert. Technical services (ts) was consulted and explained no noise was noted, and a recent pacemaker mediated tachycardia (pmt) episode was seen. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was tested and is working appropriately. Impedance alert was raised. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high impedance out of range. The device displayed a red alert. Technical services (ts) was consulted and explained no noise was noted, and a recent pacemaker mediated tachycardia (pmt) episode was seen. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Impact codes

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high impedance out of range. The device displayed a red alert. Technical services (ts) was consulted and explained no noise was noted, and a recent pacemaker mediated tachycardia (pmt) episode was seen. The lead remains in service. No adverse patient effects were reported.